Event description:
Patient was receiving continous venovenous hemodialysis (cvvhd) in his room when the alarm sounded. The rn answered the alarm which stated on screen: "low pressure alarm" with instructions to check patient and check for connection problems. The rn verified that the patient was still properly connected to cvvhd machine and all connections were correct. At this time the rn hit continue as directed by cvvhd machine after verification of the connection to patient. Approximately 5-10 mintues later, the cvvhd machine alarmed again. Another rn on the unit went into room and called out for help. The patient's rn then went into room. There was blood on the floor and the machine said: "patient self-disconnect;" however, the cvvhd machine tubing never became disconnected from the patient. The rn assessed patient. The patient was hemodynamically stable throughout. The rn disconnected the patient and stopped the machine as directed by the dialysis rn. The rn found a small white piece of rubber under patient's bed and collected it in sterile cup in case this is part of the cvvhd machine that was faulty and leaking blood. The patient remained stable throughout. Believe filter partially clogged, causing pressure to build up, and tubing set failed. Gambro will evaluate product.